Event description:
The facility representative reported to baxter on (B)(6) 2010 to explain that during patient therapy failure code 810:11 occurred. Patient therapy was interrupted. The event occurred during infusion in pediatrics. There is no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Additional information: there is a CAPA (corrective and preventive action) investigation number, (B)(4), associated with this report. (B)(4). The user interface module master software version for this device is (B)(4), categorized as remediated. Device evaluation: the device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause was faulty ail pcb (air in line printed circuit board). The ail pcb was replaced.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether there was a break in aseptic technique. Treatment information was not provided. Pd therapy was ongoing. The patient was recovering from the event. On (B)(6)2010, the patient was discharged from the hospital.